Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during an anterior colporrhaphy, lynx sling placement and cystoscopy procedure performed on (B)(6), 2016 for the treatment of symptomatic pelvic organ prolapse in the form of a prolapse ureter, grade 3 central defect cystocele and stress urinary incontinence.reportedly, the patient tolerated the procedure well and was transferred to recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2016 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.